Event description:
The patient contacted animas on (B)(6) 2012 and alleged on (B)(6) 2012 he experienced elevated blood glucose (bg) of 600 mg/dl with symptoms of chest pain, fatigue, slurred speech, vomiting, pain in the arms and shoulders and high ketones. The patient was admitted to the hospital overnight and was treated with fluids and an IV insulin drip with good response. The patient reported an additional subsequent episode of elevated bg on (B)(6) 2012 with bg measurement of 400 mg/dl with the feeling of heaviness in the legs. The patient reportedly was seen at the hospital again for this episode of elevated bg but was not admitted. The patient did not state if he received any outpatient treatment for his elevated bg at the hospital during that visit. The patient stated that his healthcare provider (hcp) believes there is a problem with the insulin pump and instructed the patient to have the pump replaced. The patient discontinued insulin pump therapy the morning of (B)(6) 2012 and began on a backup plan using syringes to control his bg. Animas customer technical support performed troubleshooting of the pump during the call and found no product defect. This complaint is being reported because the patient experienced bg excursions requiring hospitalization and the hcp requested the pump be replaced due to product defect.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluated revealed only typical usage alarms and warnings were observed in the alarm history; there were no alarms related to the complaint recorded. The users programmed basal rates are correctly reflected in the daily insulin delivery totals. The last basal delivery was on (B)(6) 2012 and the last bolus was on (B)(6) 2012 and the pump was suspended; deliveries were not resumed until (B)(6) 2012. The pump was tested on a 29 hour flow test; the pump passed the required test and was found to be delivering within the specifications. Investigators were unable to.